Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and suture was used. During suturing the wound, the needle bent. The procedure was completed with another like suture. There were no adverse patient consequences reported. No further information is available.